Manufacturer narrative:
The complaint device was not returned to bsc for analysis. An analysis of the complaint device may have aided in root cause determination. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. Anticipated procedural complications - the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, where a taxus liberte stent was implanted, a stent thrombosis occurred. Additional information was requested, but not provided.